Event description:
It was reported that during deployment process, the filter arms unsheathed normally, but the leg struts became lodged in the deployment spline and would not unsheathe the final distance. A recovery cone was deployed via jugular. It was further reported that, the physician applied force distally with the cone tight around the tip, while pulling to continue to unsheathe femorally. Using force, the filter unsheathed, but the legs remained in the spline set positioning, with no legs opening. As the filter was inside the recovery cone, they continued to remove the unopened filter and deployed a second filter with no complications.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample was not returned for evaluation. The sample has not been returned for evaluation. It is unknown if patient or procedural factors contributed to this event. Based on the information received, the results of the investigation are inconclusive and the root cause in unknown. The current information for use (IFU) for this device states the following: precautions: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheathe the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.